Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received from the customer on (B)(6) 2023, it was reported the procedure being performed for the patient was a tips (transjugular intrahepatic portosystemic shunt) procedure. After the portal vein was successfully punctured and a wire guide was inserted, the sheath of the rups-100 was intended to be inserted into the portal vein. It was during this process, that the outer sheath was said to be "drawn". The device was removed and a new same device was used to successfully complete the procedure. Difficult advancement of the catheter through the sheath was denied.

Manufacturer narrative:
Investigation ¿ evaluation (B)(6) group med-tech co. Ltd (china) informed cook on 14jun2023 of an issue with a rosch-uchida transjugular liver access set (rups-100; lot: 14969322). The customer stated that during the procedure the sheath had unraveled, and the inner coil had been pulled through the hub. A replacement set was used. No adverse effects have been reported. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection, functional test, and dimensional verification of the returned device, were conducted during the investigation. One used sheath was returned to cook for evaluation. Upon visual inspection, the inner coils were noted to be unraveling. The coils were observed to be protruding from the hub and silicone disc. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot 14969322 and the related subassembly lots revealed relevant non-conformances. The sheath subassembly lots had two related non-conformances for ¿coil not in cap¿ and ¿transition poor.¿ all nonconforming product has been scrapped and 100% inspected per qc prior to further production. An expanded DHR was performed. Additional final lots containing the same sheath subassembly lots were reviewed. No related complaints for the same reported failure or related non-conformances were found from these lots. Cook also reviewed product labeling. The product IFU, [t_rups_rev4] ¿rosch-uchida transjugular liver access set,¿ provides the following information to the user related to the reported failure mode: ¿instructions for use advance the introducer sheath assembly over the wire guide into the hepatic vein. Remove the dilator from sheath, leaving the wire guide in place. Insert the stiffening canula into the ptfe catheter, and introduce the catheter/cannula assembly over the wire into the introducer sheath, positioning the catheter/cannula assembly into the distal hepatic vein. Remove the wire. Introduce the blue catheter with flexible trocar stylet assembly through the catheter/cannula assembly. Note: the stylet should not protrude past the ptfe catheter end hole. -orient the catheter/cannula assembly inferiorly and rotate anteriorly (arrow baseplate on needle indicates direction of needle curve). Wedging the catheter/cannula assembly against the vein wall, thrust the blue catheter/trocar stylet assembly in one movement forward through the hepatic parenchyma ad toward the portal system. Remove the trocar stylet from the blue catheter. Connect a syringe with contrast medium to the catheter, apply suction, and withdraw the catheter until blood is seen. Inject a small amount of contrast medium in order to confirm position in the portal system. Introduce a wire guide into the portal branch and select the main portal vein (mpv). Holding the stiffening cannula in stable position, advance the ptfe catheter and introducer sheath over the blue catheter and wire guide into position across the parenchymal tract. Remove the stiffening cannula and blue catheter from the assembly. The wire guide and ptfe catheter may be removed or utilized as required for further diagnostic or interventional procedures. Following completion of diagnostic and interventional procedures, remove the introducer sheath. Avoid applying traction to hub during removal. If resistance is anticipated or encountered during withdrawal of the introducer sheath, consider reinserting the dilator and removing the sheath and dilator as a unit. How supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the dmr, DHR, product IFU, and device evaluation, there is no indication the complaint device was manufactured out of specification. Since there are no related non-conformances or other complaints from this lot, there is no evidence that additional nonconforming product exists in house or in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook concluded the cause of event to be component failure unrelated to any manufacturing or design deficiencies. The customer reported that during the procedure, the sheath had unraveled, and the inner coil had been pulled through the hub. Since the device was used, it is possible that the coils were caught on any number of the components being advanced/removed through the sheath, leading to the unraveling. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the inner coils of an introducer sheath in a rosch-uchida transjugular liver access set unraveled during an unknown procedure on a 35-year-old female patient. The procedure was completed by using another new device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event details has been requested but is currently unavailable.

Manufacturer narrative:
E1- customer (person): address: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.